Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a transforaminal lumbar interbody arthrodesis at l5-s1, placement of a pe ek cage at l5-s1, posterolateral arthrodesis at l5-s1, non segmental pedicle screw instrumentation at l5-s1, and placement of allograft and rhbmp-2/acs for fusion. On (B)(6) 2010, the patient underwent a second surgical procedure: a redo posterior lumbar interbody fusion at l5-s1 from the right, segmental pedicle screw instrumentation at l4, l5, and s1 bilaterally, and placement of morsellized autograft and allograft for fusion. It is reported that as a result of the use of rhbmp-2/acs, the patient now suffers from difficulty standing, chronic pain syndrome, left leg dysesthesias, neck and shoulder pain with radiculopathy, cord compression, dysthymia, depression, headaches, incapacitating pain, suicidal thoughts, anxiety, narcotic dependence from prescribed painkillers, emotional distress and mental anguish, and suboccipital, lumbosacral, cervical, and shoulder myofascial syndromes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.